Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location which led to the alarm. The leak was further described as ¿fluid underneath the device and did not know where it came from¿. No damages were noted on the supplies. Renal therapy services reviewed proper procedures per the user manual and discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.